Manufacturer narrative:
An immucor field employee was sent to the customer site to set up a remote electronic access method, to view the instrument test well images in question. It was determined that the two (2) instrument test well images in question were visually positive.

Event description:
On (B)(6) 2017, a customer reported an unexpected negative result when using anti-c (monoclonal) gamma-clone by galileo echo instrument method.